Event description:
Additional information received reported that the patient received assistance from a manufacture representative and the patient's concerns were resolved.

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient had a loss of bladder control; patient had discharge and "no control." The area of symptoms was the perineum. Patient walked inside and could not make it to the toilet, and this happened "every once and a while." Patient had not felt stimulation in a couple of weeks. Sometimes the patient could feel stimulation to begin with, but then did not feel it again. The stimulator had not been looked at following a fall that took place on (B)(6) 2012. Patient was implanted in 2010 and "things were good." Patient was currently using program 4 at 4.7v, but therapy was not helping symptoms. The patient was reprogrammed in april, but the stimulator was switching programs automatically. Patient could not feel stimulation even when it was turned up to the upper limit. All 4 programs have been tried without success. The patient's status was undetermined. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot # v447412, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer. (B)(4).